Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11570. It was reported, the patient had stimulation in her ribs. The sjm representative met with the patient and attempted reprogramming, but the issue could not be resolved. The physician had x-rays taken which revealed the leads had migrated. It was reported the physician planned surgical intervention to replace the leads at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.